Event description:
The driver was broken during surgery. No additional info was given.

Manufacturer narrative:
Device eval anticipated but not yet begun. A f/u report will be sent upon completion of eval.